Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient¿s cgm was in a sensor error state for over 3 hours. The patient was wearing an omnipod insulin pump. During this time, the patient was vomiting and became incoherent, therefore, the patient¿s husband called (B)(6). Once ems arrived, the patient¿s bg meter reading was 700 mg/dl. The patient was transported to the emergency room. At the emergency room, the patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). She was treated with IV fluids and an IV insulin drip. The patient was discharged 4 days later. The patient was ¿fine¿ at the time of report. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or ""brief sensor issue"" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.